Manufacturer narrative:
Rcr # (B)(4). The investigation into this issue determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued to architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5 and provides necessary actions to take until their software upgrade has been installed.

Event description:
The customer observed error code 1008 unable to process test, final read failure, while using the architect i1000sr analyzer. The trigger valve was noted to be leaking, and required replacement. The customer was using software version 8.10 at the time. There was no reported impact to patient management or user safety.